Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and lymphadenopathy.

Event description:
Healthcare professional reported right side "liquid around the caudal part of the implant", "intracapsular rupture", and "low level axillary lymphadenopathy" diagnosed by MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "liquid around the caudal part of the implant", "intracapsular rupture", and "low level axillary lymphadenopathy" diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : broken assessed as unidentified (tear). Shell thickness was within specification). Lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Seroma-late : unable to observe since it is a medical event and is not related to the device. No additional observations.

Event description:
Healthcare professional reported right side "liquid around the caudal part of the implant", "intracapsular rupture", and "low level axillary lymphadenopathy" diagnosed by MRI. Device has been explanted and replaced.